Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that high outputs due to automatic capture retry mode were noted in this pacemaker. Boston scientific technical services (ts) discussed that this mode is automatically entered if loss of capture in confirmed by the device. Ts noted it could not be determined how long the device had been in this mode, but the caller reported that the high outputs had negatively impact device longevity. The device was explanted and replaced. No additional adverse patient effects were reported.